Event description:
Patient reported rupture as well as ¿abnormal mass covered with leukocytes." Patient additionally reported "experiencing lots of health issues such as, severe migraines, heavy night sweats, joint and muscle pain, weight gain, hair loss, skin rashes, back and neck pain, neuropathic pain, dizziness, vertigo, weakness and fatigue, gut problems , diarrhoea, bloating and gluten intolerance. Also high estrogen, low progesterone, low testosterone and low antimullarian hormone." These events are not related to the device. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Continued h.6. Impact code: f2201-biopsy.

Manufacturer narrative:
In response to FDA report number: mw5095658. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection(unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and infection(unknown onset).

Event description:
Patient reported rupture as well as "experiencing lots of health issues such as, severe migraines, heavy night sweats, joint and muscle pain, weight gain, hair loss, skin rashes, back and neck pain, neuropathic pain, dizziness, vertigo, weakness and fatigue, gut problems , diarrhoea, bloating and gluten intolerance. Also high estrogen, low progesterone, low testosterone and low antimullarian hormone." The device has been explanted. This record relates to the right side.